Event description:
Prior to running IV medications for an outpatient infusion, the IV tubing was primed and found to have either a hole or split in tubing evidenced by leaking onto floor. The IV tubing was never attached to the patient so no harm was experienced.